Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the pacemaker exhibited premature battery depletion. No intervention was performed. No patient consequences.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage at end of service (eos) level and programmed to high settings. Electrical, and mechanical analysis performed indicated normal functionality, and voltage has reached end of service level. Further evaluation under various pulse amplitudes measured normal current level and no sign of premature depletion noted. Longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
New information noted that the device was explanted. Further information was requested however was not provided.

Event description:
New information notes that the patient was doing well post new device implant.